Event description:
A ventilator was returned to the manufacturer for service due to the device is alarming. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was replaced to address the issue. There was evidence of contamination.